Manufacturer narrative:
In this report, these sections: adverse event/product problem, type of reported complaint and health impact grid have been updated.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient alleges respiratory tract irritation, asthma (new or worsening), nose irritation, hypersensitivity and others. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.